Event description:
Event description guidant received information that this patient required a procedure due to twiddler's syndrome. Both the right atrial and right ventricular leads were almost pulled out of the heart. When disconnecting the leads, it was discovered this implantable cardioverter defibrillator (ICD) df-1 positive setscrew was stuck. Several different wrenchs were tried with no success.